Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-3373-4202 sheath, hf, tap/fen, 2 stopcock for pano¿ scope, batch 1849104 was received for evaluation. Visual inspection identified damage at the distal end of the instrument tip, including a large crack with bent edges. Additional bending was noted around the tip, along with scratches on the shaft near the tip. The reported failure and observed damage to the instrument were most likely caused by use error, which may include contact with another instrument during use, use as a prying tool, and/or impact with other instruments. Directions for use dfu-0073-eo revision 4 - autoclavable rigid medical endoscopes and endoscopic medical instruments instructions for use and processing instructions. F. Inspection, handling and maintenance. 1. Arthrex endoscopes and endoscopic medical instruments are precision medical instruments and must be used and handled with care. 4. Do not subject the endoscope and endoscopic medical instruments to impact. Put the endoscope and endoscopic medical instruments down carefully. 6. Do not bend the sheath or use as a prying tool.

Event description:
On 6-apr-2026, it was reported by a sales representative via (B)(4) that an ar-3373-4202 sheath is frayed at the distal tip. Noticed during a case with no patient effect.